Event description:
The following was documented by carefusion technical support to capture an incident reported by a customer: "this vent continues to get water into the exp corner. Yesterday when he received it in biomed the unit showed volumes of three times what was set. Setting was 45 and monitored was 1.40. [Biomed] said there was moisture in the water trap and up to the diaphragm in the exhalation valve. He let it run all night and the volumes came down to 3.7 with a setting of 45. We checked the transducer cals and they were not drifting. We checked the vti during ops and it was 50 and the vdel was 50 and vte was 38. He had another flow sensor in his area and it is reading 39. The leak % is 14%. [Biomed] had not tested the est test and found it was good. The default setting still showed a 14% leak. He was using the disposable circuit and the humidifier in line. I had him switch to a known good reusable circuit, do the est tests and recheck all parameters. Vti .51, vdel .53, vte is .44. The next step was to bypass the water trap and filter assembly. The water trap had in the bottom of the filter and trap visible collection of some water. Results were a little better and the leak % was down to 9 percent." This unit was on a patient at the time of the incident. The patient was switched to another ventilator. No patient harm noted.

Manufacturer narrative:
Biomed was to try the following: an alternative "known good" flow sensor from another ventilator, checking the receptacle 0-rings for the flow sensor, and tightening the calibrations of the transducers. He was to call back if he needed further assistance. Carefusion technical support offered to have field service dispatched to assist with checking the unit, however biomed declined. They shipped the customer some elbows as a courtesy, because the ones that they had were outdated. As of july 20, 2015, the customer has not called back for further assistance with this issue.